Event description:
The home patient's spouse reported a 2240 alarm during automated peritoneal dialysis with the homechoice machine. There was nothing unusual noted in the setup of supplies. The patient attempted to restart treatment with the same supplies but was unsuccessful. The patient discontinued treatment and finished treatment with manual supplies. There was no patient injury or medical intervention reported by the home patient's spouse.